Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and since , the communication error will not be reproduced, but since the trace of water invasion was confirmed on the scope connector, it is speculated that due to water intrusion, moisture adhered to the printed circuit board of the scope connector, causing the error code to appear, and by the time service center is confirmed, it is possible that the suggested event may not be reproduced at the service center or manufacturing site because the moisture has dried. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip, a crack and a white clouded area. The scope connector was dirty due to water leakage. The adhesive around the objective lens and light guide lens had a white clouded area. The adhesive around the light guide lens was peeled. The plastic distal end cover had a dent and there was damage on the endoscope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed error codes b30 and e315. The issue occurred during preparation for use. There were no reports of patient harm.